Event description:
Customer notified baxter corporate product surveillance of a clearlink continu-flo w/2 portmanifold in which a disconnection of the tubing from the manifold system was observed. The customer stated that this compromised the sterility of the product. It was reported that this was noticed in the surgery department before use and the packaging was intact. The customer stated that that nurses open the packaging to check all of the connection to ensure they are tight. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).baxter received one sample for evaluation.the reported condition of separated components was confirmed. Visual and functional tests were performed. The probable cause of the issue was due to human error related to the assembly of the stopcock to the female luer of the set. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA. If additional information becomes available, a follow-up report will be submitted.